Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. One needle was not attached to the suture. No additional information was provided.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The actual sample (double armed) shows a dispensed cord with one attached needle and one detached cord end with loose needle. The visual inspection under a light-microscope shows an incorrect attachment mark at the cord.